Event description:
It was reported that pump detached and then showed malfunction message before being lost by customer. There was no adverse impact to the customer¿s blood glucose level. Customer planned to contact tandem once pump was found, and technical support intended to provide reset instructions and assist customer with restoring pump operation; no additional information was received regarding the outcome of the event.